Event description:
The observed failure was not reported by the customer and there was no pt use associated with this event. When the customer's physio-control field service rep opened the device. Some pieces of the connector between the therapy pcb and biphasic pcb fell out. As a result of the broken connector, the ribbon cable between these two pcb's was not seated / connected. Per physio-control's failure analysis center, the device would not be able to deliver therapy.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed assembly was further evaluated by physio-control's failure analysis center. It was observed that a connector jack, designator j23, was broken and could not lock into the connector.